Manufacturer narrative:
Eval summary: the unit was returned to the analysis site due to the unit gave an l3-017 error followed by an l4-023 error. The analysis site confirmed the customer complaint and replaced the green cable due to it was causing green cable errors per the customer complaint, and the e-clip was replaced because it was damaged during disassembly. Per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, added heat shrink to the green and blue cables. The unit has not been returned for service prior to this event. Therefore, no service history review can be done.

Event description:
It was reported that the doctor was performing a breast biopsy, had initialized the probe, taken several samples, then, as the cutter was transitioning forward to take another sample, the unit gave an l3-017 error followed by an l4-023 error. The doctor cycled the power on the unit, retracted the cutter, tried to take another sample and received the same l3-017 and l4-023 error codes, again. The doctor decided to abort the case and reschedule the patient for a later date. No patient consequence occurred.